Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Results of investigation: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. The unit will not be repaired by vyaire; instead, work will be done by a different company. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module) has no picture; it is lighted but has no picture. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
H11: correction. D4: corrected model#, catalog# and removed unique identifier(UDI). D4. UDI# the device has a date of manufacture of (18-aug-2007) and was not subject to UDI requirements.